Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was asked by his endocrinologist to increase his temporary basal rates to increase 90% for a temporary basal. Customer's blood glucose level was 423 mg/dl. Customer mentioned that his blood glucose level was high due to the prednisone medication that he is currently taking. Customer stated that it was not pump related. Customer treated via manual injection. Customer was assisted with changing his max basal rate. Customer's temporary basal rate was successfully increased and the customer's blood glucose level went back down to a normal range at 137 mg/dl. No further assistance needed.